Event description:
Reportedly, the intraocular lens (iol) was inserted and removed during the same procedure. During implantation of the lens, the posterior capsule was torn, and an anterior vitrectomy had to be performed. The lens was removed with forceps, and another lens was implanted. It was stated that there was an incision enlargement during removal of the intraocular lens (iol). Sutures were used. Patient was stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed some surface residuals (fibers, particles and stains) on the lens surface. Surface residuals were compatible with handling the lens out of sterile environment. A device problem was not reported by the customer. All pertinent information available to the manufacturer has been submitted.